Event description:
Vns lead product information was obtained from the implanting hospital.

Event description:
Reporter indicated a vns patient developed left vocal cord paralysis 3 days after initial vns implant surgery on (B)(6) 2012. The left vocal cord paralysis is felt to likely be related to the implant procedure. The vns stimulation has not been enabled yet. Consultation with an ent physician included video stroboscopy, which identified left vocal fold paresis, otherwise the head and neck exam were unremarkable. Speech therapy is planned as an intervention, which may help the healing process and assist with symptoms. The patient's vocal cord is expected to return to normal function. Attempts for vns product information are in progress.

Manufacturer narrative:
(B)(4).